Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a redo laparotomy, adhesiolysis, nissen fundoplication, and ventral hernia repair with mesh due to a hiatal hernia and gastroesophageal reflux disease and ventral wall hernia. She had revision surgery 1 year and 1 month post-surgery . The patient experienced chronic pain, bowel adhesions, infected mesh, and bowel obstruction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, bowel adhesions, infected mesh that had a stool like odor to it, recurrence, fistula, open wound, abdominal pain, nausea, palpable defect, lax mesh, constipation, inflammation, scar tissue, necrotic debris, and bowel obstruction. Post-operative patient treatment included revision surgery, small bowel resection and primary anastomosis, debridement/excision of all abdominal wall mesh, wound vac, adhesiolysis, and explantation. It was noted that during implantation the patient also underwent a redo laparotomy, adhesiolysis, and nissen fundoplication.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a5b, b5, <(>&<)> h6 (patient codes) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced suffering, physical deformity, disfigurement, mental anguish, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, bowel adhesions, infected mesh that had a stool like odor to it, recurrence, fistula, open wound, abdominal pain, nausea, palpable defect, lax mesh, constipation, inflammation, scar tissue, necrotic debris, bowel obstruction, deserosalization, diastasis recti, <(>&<)> death. Post-operative patient treatment included revision surgery, small bowel resection and primary anastomosis, debridement/excision of all abdominal wall mesh, wound vac, adhesiolysis, hernia repair, re-secured mesh to area of laxity with sutures, hospitalization, explantation, CT scan, <(>&<)> use of blake drain. It was noted that during implantation the patient also underwent a redo laparotomy, adhesiolysis, and nissen fundoplication. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
Additional info: b2 (outcome attributed and date of death), b5, d4 (expiration date), g1, h1, h4, h6 (patient codes, health impact codes) complaint reportability has been reassessed and is now reportable as a death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced suffering, physical deformity, disfigurement, mental anguish, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, bowel adhesions, infected mesh that had a stool like odor to it, recurrence, fistula, open wound, abdominal pain, nausea, palpable defect, lax mesh, constipation, inflammation, scar tissue, necrotic debris, bowel obstruction, and death. Post-operative patient treatment included revision surgery, small bowel resection and primary anastomosis, debridement/excision of all abdominal wall mesh, wound vac, adhesiolysis, hernia repair, re-secured mesh to area of laxity with sutures, hospitalization, and explantation. It was noted that during implantation the patient also underwent a redo laparotomy, adhesiolysis, and nissen fundoplication. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
Additional info: h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced suffering, physical deformity, disfigurement, mental anguish, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, bowel adhesions, infected mesh that had a stool like odor to it, recurrence, fistula, open wound, abdominal pain, nausea, palpable defect, lax mesh, constipation, inflammation, scar tissue, necrotic debris, bowel obstruction, deserosalization, diastasis recti, clear/yellow drainage, death. Post-operative patient treatment included revision surgery, small bowel resection and primary anastomosis, debridement/excision of all abdominal wall mesh, wound vac, adhesiolysis, hernia repair, re-secured mesh to area of laxity with sutures, hospitalization, explantation, CT scan, use of blake drain. It was noted that during implantation the patient also underwent a redo laparotomy, adhesiolysis, and nissen fundoplication. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic pain, bowel adhesions, infected mesh that had a stool like odor to it, recurrence, fistula, open wound, abdominal pain, nausea, palpable defect, lax mesh, constipation, inflammation, scar tissue, necrotic debris, and bowel obstruction. Post-operative patient treatment included revision surgery, small bowel resection and primary anastomosis, debridement/excision of all abdominal wall mesh, wound vac, adhesiolysis, and explantation. It was noted that during implantation the patient also underwent a redo laparotomy, adhesiolysis, and nissen fundoplication.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. H6:patient code-c64343( palpable defect). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: (weight in lbs), outcome (remove other). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hiatal hernia. It was reported that after implant, the patient experienced chronic pain, bowel adhesions, infected mesh, recurrence, fistula, open wound, and bowel obstruction. Post-operative patient treatment included revision surgery, small bowel resection, wound vac, and explantation. It was noted that during implantation the patient also underwent a redo laparotomy, adhesiolysis, and nissen fundoplication.